Event description:
It was reported that the patient was not getting adequate pain relief. No device malfunction was suspected. The patient underwent an ipg and lead explant procedure and the explanted devices will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred sometime in 2021, when the devices were explanted. Explant date: sometime in 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (b(4). Batch: 21355314.